Event description:
Pt dialyzed for 3 1/2 hrs on 4/5/97 and left the unit without any apparent problems. She was admitted later that day to the hosp with nausea, vomiting, sob, fever and chills. Admitting diagnosis was r/o sepsis. After admission the pt's liver enzymes, ldh and bilirubin elevated. Blood cultures were negative. Md suspected that mechanical hemolysis was the cause of her symptoms as all other potential causes of hemolysis were ruled out. Investigation of incident reveals that there was a drop in venous pressure and a possible kinked arterial line.